Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation/no medical intervention, has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that when the nc mercury balloon catheter and the balance hc guide wire were being removed, the guide wire got trapped or stuck with something. However, it is unknown whether the guide wire got stuck with the lesion, deployed stent of the balloon catheter. Then, it was attempted to advance the guide wire distally but the guide wire was completely stuck. The guide wire was pulled with force into the balloon catheter. Then both devices were removed slowly as one unit from the vessel. Outside of the body, the guide wire was pulled from the balloon catheter revealing the guide wire had separated. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance revealed that the guide wire was returned without any blood or contrast visible. The balloon catheter used in the procedure was not returned. The guide wire had separated at the distal end of the hypotube. A small piece of the core was extending out of the distal end of the hypotube. The core was slightly bent as if it was kinked prior to the separation. The core and coils were in a large corkscrew shape for a length of 22.5 cm, distal to the proximal solder. The tip was in a hook shape. There was a kink in shaping ribbon, 1 cm proximal to the tipball. The tip coils were pushed distal from the center solder for a length of .5 mm. The coils were offset and overlapped for a length of 1 cm distal to the center solder. The intermediate coils were offset and overlapped for a length of 1.4 cm distal to the proximal solder. There was no other damage noted to the guide wire. The distal end and the proximal end of the guide wire were advanced through a hole gauge but there was a drag at the bend on the distal end of the guide wire; however, the distal end of the guide wire did pass completely through the hole gauge. The proximal end of the guide wire went through with no resistance noted. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned guide wire. The sem showed that the core immediately adjacent to the hypotube joint had been bent excessively and the core fractured from ductile overload. From the incident information, it appears as if there was resistance between the guide wire and the balloon catheter. This was evident from the overlapped coils and damage to the tip coils. From the case information this may have been initiated because the devices may have caught on the stent. There was also a corkscrew shape to the guide wire. Typically what happens is that there is resistance between the guide wire and the balloon catheter from difficult case conditions. Then as the balloon catheter is rotated, because the balloon catheter does not move freely around the guide wire when there is resistance, the guide wire can wrap around the balloon catheter as it is rotated causing the distinctive corkscrew shape to the guide wire. This will lock the devices together. Pulling or pushing the devices, in the attempt to separate them, will fracture the guide wire at the weakest point which was the hypotube joint in this instance. This is the most likely cause for the hypotube fracture based on the available information. There is no indication of a quality issue in either materials or workmanship. The lot history record was reviewed and there were no non conformities associated with this product lot. This MDR is considered closed by the product performance group.